Event description:
It was reported that this pacemaker was depleting faster than expected. In february 2020 there was 5 year remaining but today there was 1.5 years remaining. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.